Manufacturer narrative:
The pump was received with severely scratched display window, cracked reservoir tube lip and scratched case.

Event description:
The customer's mother reported via phone call of damage to the customer's insulin pump. The mother states the pump screen was scratched it the customer could not read the display. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis.